Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the sheath, carrier tube, locator, guidewire and packaging. The device was visually inspected and found to be in used condition with visible signs of blood. The carrier tube was found in the forward lock position with damage seen at the tip of the carrier tube. The anchor and collagen were in the sheath cap. One 6fr device was returned and the carrier tube was kinked with the anchor and collagen in the cap of the hemostasis sheath. The complaint was able to be confirmed for a kinked carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist (ir). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: when closing the arterial access site, the angio-seal device did not deploy. Additional information was received on 27oct2025: the procedure type was a transcatheter arterial chemoembolization (tace). A pre-deployment angiogram was performed.